Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the delivery catheter system (dcs) was unable to advance through the ascending aorta. Subsequently, an abdominal aorta dissection extending to the aortic valve was observed, and the valve was never implanted. Per the physician, the patient's calcified anatomy contributed to the event.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the delivery catheter system (dcs) was unable to advance through the ascending aorta. Subsequently, an abdominal aorta dissection extending to the aortic valve was observed, and the valve was never implanted. Per the physician, the patient's calcified anatomy contributed to the event. Additional information was received indicating that the dissection had been present prior to the procedure. Per the physician, neither the dcs nor the guidewire contributed to the dissection. The cause of the dissection is unknown. A balloon dilation was performed as intervention.

Manufacturer narrative:
Updated data: a4. B2. B5. Added second paragraph. D4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.